Event description:
A patient reported issues with their insulin pump, which included damage to the pump screen and body, evidenced by scratches. There was no adverse impact on the customer¿s blood glucose level. The patient declined follow-up assistance, and no further action was taken by technical support as a result.